Event description:
A guide block and two locking screws were removed from the patient on (B)(6) 2013. The patients initial procedure was on (B)(6) 2013, where the guide block was originally left in the patient. The surgeon revised the patient with two 3.5mm locking screws at a shorter length, in an existing plate that was placed in the patient during the initial procedure. This complaint is a follow up to complaint (B)(4). This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.